Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at end cap, minor scratches on lcd window and crack case. The insulin pump was received with damage back address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's blood glucose level was around 75 mg/dl. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised the display is not properly working and there are crack on the back of the insulin pump. Customer advised the insulin pump was dropped on the pavement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.